Manufacturer narrative:
Unable to confirm the compromised force sensor system alarm, low reservoir alert and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test due to detached end cap. Pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised forced sensor system alarm. Customer's blood glucose value was 112mg/dl. Insulin pump will be returned for analysis.